Event description:
Technician rpeorts "starting hemodialysis tx 2 patients with new filter developed hypotension, general malaise, and numbness of the face. Both patients were given benadryl. Neither required further medical intervention or follow-up. The technician is no longer available for details. Samples were discarded.